Event description:
"Leaking oil around bit" was stated on the repair order. On follow up with the hosp, the hosp rep reported that the surgeon was doing a laminectomy case. Half way into the case, he set the drill down and noticed the oil on the surgical drape. Dr did not believe that any oil leaked int the pt, but irrigated with saline just as a precaution.